Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that patient stated they has been having trouble getting the handset to connect to the communicator. Patient stated they started having trouble today and the handset was showing them "no pump found". Patient stated they currently has the communicator plugged into the ac power cord while they was waiting to speak to patient services. Patient then stated they lost a lot of weight prior to the pump being implanted and they had to implant the pump over the hip bone and kind of crooked. Patient stated they had difficulty in getting the handset to connect and sometimes it gets stuck on 91%. While on the call patient was able to connect to the pump request and receive a bolus. While on the call patient mentioned she last charged the communicator over night and it has been unplugged since 630am. Patient stated she bolus's 8x day. Pss suggested charging the communicator in between use. Patient will call back if they need further assistance. Troubleshooting resolved reported issue. No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6)product type accessory product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.